Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in emergency room after receiving inappropriate therapy for supraventricular tachycardia with rapid ventricular response. The issue was resolved. Further information could not be obtained on how the issue was resolved.